Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppit valve not shifting, the ty wraps tubing is leaking and the pe valve is not shifting. No patient injury alleged, no additional information provided.